Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). The dentist reported that 1 year after the dental implant was installed in intraoral region #26, its non-osseointegration was observed. Forty-five (45) ncm of primary stability was achieved and the implant was installed with immediately load. The patient presented bone type IV.